Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed backup mode with high voltage therapies disabled and premature battery depletion noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.